Event description:
The trunk-ipsilateral component for the excluder bifurcated endoprosthesis (ebe) was successfully deployed and ballooned, followed by successful placement of the contralateral leg component of the ebe. Final angiogram revealed that the trunk-ipsilateral component had migrated distally approximately 1.5cm from where it was deployed. The left side of the proximal trunk was not in the aneurysmal sac, resulting in a type I endoleak. The physician did not feel confident in utilizing an aortic extender in this situation and therefore convert to an open surgical aaa repair, which was successfully completed without incident. Patient is reportedly recovering well.